Manufacturer narrative:
(B)(4). The customers reported condition of a system error (se) 2240 alarm during use was not confirmed as a sample or batch details were not available. No root cause was determined, but is being investigated through CAPA # (B)(4). No use error was suspected therefore no label review was required. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The system error 2240 was found in the review of the event logs of homechoice (hc). No additional information is available.

Manufacturer narrative:
(B)(4). The sample is not available. No further information is available at this time. Should any additional information become available, a follow-up report will be submitted.